Manufacturer narrative:
(B)(4). Device history record (DHR): reviewed the DHR for batch 20d14ge271, there is no abnormality and no such defect detected at in process and at final control inspection. No sample has been returned for investigation. Without the actual sample a thorough investigation can not be performed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): overinfusion infusion was started on 2nd of december on 12pm. The infusion should be done over 48 hours. The infusion finished on the next day at 05:00 pm. Since the use of these pumps in the outpatient department is known and the patient concerned repeatedly uses it an application error can be excluded.